Event description:
It was reported that during interrogation of this cardiac resynchronization therapy pacemaker (crt-p), it was found that it had entered safety mode. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis if patient consent is received.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
Boston scientific has been informed that the patient declined to sign the consent form to allow return of the device for analysis. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that during interrogation of this cardiac resynchronization therapy pacemaker (crt-p), it was found that it had entered safety mode. Consequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis if patient consent is received. Additional information was received. Boston scientific has been informed that the patient declined to sign the consent form to allow return of the device for analysis.